Event description:
It was reported that, "the surgeon impacted the stem and while attempting to remove the inserter, the threaded portion broke off inside the stem. The broken portion was removed with a vice grip."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.